Event description:
It was reported that several hours post right ventricular (rv) lead implant procedure, the lead exhibited pacing failure, high thresholds, and impedance. It was also reported that the rv had dislodged, and was subsequently re-positioned and remains in use. During rv lead revision procedure, under fluoroscopy noted the lead slack had decreased. Initially, the slack was too loose, but had tightened, resulting the lead to advance slightly and dislodge. No patient complications have been reported as a result of this event.